Manufacturer narrative:
Customer returned 2 opened wgprime25 from lot number 0000204660. Using microscope visually checked files. One file had approximately 1mm of the tip broken off. Both files showed signs of being used. Due to the condition in which the files were returned, no additional testing can be performed. Root cause is unknown.

Event description:
It was reported that a waveone gold prime file broke during use. The broken piece could not be retrieved and was incorporated into the filling.